Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button error alarm, battery out limit alarm, unresponsive button and scrolling number display anomaly due to blank display. The pump was received with cracked case at display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error, moisture damage and battery out limit from the insulin pump. The customer's blood glucose reading was 238 mg/dl. The customer stated that none of the buttons were responding. The customer removed the battery and received a button error. The customer stated that the numbers incremented on their own during bolus. The customer received a battery out limit alarm with no battery from the pump. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that there are several cracks on the pump due to dropping it. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.